Event description:
It was reported that the device was oversensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing. 9 - ventricular nst<=200 ms between (B)(6) 2012 10:56:50 and (B)(6) 2012 17:22:00. 1- vf=190 ms average v-cycle on (B)(6) 2012 19:53:58.